Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the stent failed to deploy. The patient presented with renal aneurysm and underwent percutaneous coronary intervention. A 7.0x40x135 cm express ld vascular stent was advanced to assist in coil embolization of the non-stenosed target lesion located in the non-tortuous and non-calcified renal artery. However, during the procedure, the stent could not be opened. The stent was replaced with another of the same device and the procedure was completed. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device evaluated by MFR.: an express ld was received for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon and was noted to be damaged on the proximal end. The investigator attached the express ld device to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The stent fully deployed with no issues. The encore was tested at 12 atmospheres, no damage or issues were noted with balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident.